Manufacturer narrative:
(B)(4). Eval: results - (other): visual inspection of the returned product showed the lens was returned in liquid, there were tears in the optic and a haptic was bent. Conclusion (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the cq2015a three pieces collamer lens tore upon insertion. The lens was removed and another cq2015a lens was implanted without any pt injury.